Event description:
It was reported that the threshold on the left ventricular lead increased over a year ago. The lead was explanted and replaced. It was noted that the patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis summary: (B)(4). The partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood ingression observed on the tip seal of the distal end, the outer insulation was melted, the outer insulation had cosmetic metal ion oxidation (mio), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. Continued concomitant medical products and therapy dates: (B)(4), implantable cardioverter defibrillator, 2010 (B)(6), 6949 implantable tachy lead 2006 (B)(6). (B)(4).